Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned product revealed that the core wire was severed at 15 mm from the distal tip. The coil was stretched starting from the point at 31 mm from the distal end and severed. Therefore it presumed that about 15 mm of the core and 20mm of the coil part of the core were lost.

Event description:
It was reported that removal difficulties were encountered and distal tip detachment occurred. The 100% stenosed target lesion was located in the mildly tortuous and calcified right coronary artery. A 3, 190 cm judo 3 guide wire was advanced to cross the lesion. However, the wire became stuck in the subintimal plaque and the distal portion unraveled. The physician tried to retrieve the distal tip by ballooning proximally but everything came out and the radiopaque portion broke off. The detached component has been stented across and buried in calcium. The procedure was completed by going retrograde and the sheared off portion of the wire remains in the right coronary artery behind a stent. No complications were reported and patient is stable.

Event description:
It was reported that removal difficulties were encountered and distal tip detachment occurred. The 100% stenosed target lesion was located in the mildly tortuous and calcified right coronary artery. A 3, 190 cm judo 3 guide wire was advanced to cross the lesion. However, the wire became stuck in the subintimal plaque and the distal portion unraveled. The physician tried to retrieve the distal tip by ballooning proximally but everything came out and the radiopaque portion broke off. The detached component has been stented across and buried in calcium. The procedure was completed by going retrograde and the sheared off portion of the wire remains in the right coronary artery behind a stent. No complications were reported and patient is stable.